Event description:
Information was received from a consumer (con) regarding a trial patient for urinary incontinence. It was reported that the patient got their trial on (B)(6) 2016. They were having severe cramps and didn't know if they were menstrual cramps, which just started on the day prior to the report. They noted that everything had gone bad since they were on the left side and they were miserable. They also stated that their urine was reduced on the right side. On the (B)(6) night, prior to the report, they had switched the sides. There was also itching into their back and they didn't know if they had an allergy to the tape. They stated that they might go down to urgent care. On (B)(6) 2016, they had turned it off completely and they slept fine and the cramping had gone away. They just didn't feel good. They were going back to the doctor on the thursday following the report. There were no device issues reported.